Manufacturer narrative:
E.1. Initial reporter facility: penn state health lancaster penn state health lancaster a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station machine was not move from initiating screen. A field service engineer (fse) identified the device was stuck on the loading peripherals page after a reboot following matrix drawer lid installation and observed a nearby helmer unit was boot looping, indicating a possible power-related issue. Disconnected the unit from the refrigerator, which allowed it to load properly, noting a likely power surge affecting the station and connected components. Additionally, resolved a zebra printer issue by performing a full power cycle, correcting configuration settings, and restoring functionality, confirming all components returned to normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ledobs, the station did not load the login screen and became stuck at the initializing screen page. The station was rebooted twice but still the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.